Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. The customer received guidance from technical support to inspect and clean the pump¿s components, ensuring all parts were correctly positioned and free from debris. Following these instructions, the customer successfully completed the load process and resumed insulin delivery.